Event description:
It was reported that control-iq did not adjust insulin delivery as expected. Subsequently, the customer experienced low blood glucose (bg) of 30 mg/dl. Customer treated low blood glucose by consuming carbohydrates. Technical support and clinical support reviewed pump and log data, confirmed that boluses and override request were made by customer and verified that control-iq and pump were functioning as intended.